Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Usm 3's position detection sensor failed. Usm 3 was replaced according to the procedure manual. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The was analyzed and in artemis, the 23087 error was found indicating a hall sensor/encoder error on axis 5 on the carriage, confirming the fault occurred in the field. The unit was installed onto an in-house system where the 23087 error was triggered pointing to axis 5 replicating the reported event. The unit was then installed onto in-house patient side cart fixture test platform (pftp) where the unit failed sine cycle with a 23087 error in the logs pointing to axis 5 on the carriage. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had error 23087 and could not be recovered by the recover fault button. The system was in psc stand-alone mode and requested boot up in a normal mode. Prid: 1713522 and pr# (B)(4). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the event date is dec 17, 2025 and these are the duplicate case as only one event has occurred. Between two procedures on dec17, the error occurred during system setup before patient anesthesia. The procedure was transferred to a later date and was completed robotically. It is unknown if there was any patient anatomy issue. The event was identified prior to start-pre anesthesia. The system functionality was checked upon powering on the system and the system had error occurred.